Manufacturer narrative:
(H3,h6):no parts have been received by the manufacturer for evaluation continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, product ID: bi71000503, product ID: bi71000808, product ID: bi71000809, sproduct ID: bi71000587, s product ID: bi71000216, product ID: bi71000217, product ID: bi71000208, product ID: bi80000013, product ID: bi80000014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that system failed the spin during 3d exposure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Work order completed. A manufacturer representative (rep) went to the site to test the imaging system. The rep reported that no issues were found upon arrival. The logs did not show any errors either. After speaking with radiologic technologist (rt), she stated the rotor got stuck on the bed and damaged some covers. To prevent potential alignment issues, a rotor offset calibration was performed as well as replacing all damaged covers, source detector leds, battery indicator, universal serial bus (usb) dust covers and the emergency door opener ratchet. No further issues were noted. Machine operated as intended. Codes b01, c07 and d02 are applicable to this evaluation. Additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.